Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The safety trap fitting and locking gland adapter were replaced. The unit was returned to service.

Event description:
The hospital reported the rear attachments for the suction regulator are broken off. Fluid suction is not possible due to this damage. There was no report of patient involvement.

Manufacturer narrative:
Conclusion: ge healthcare received additional information that confirms the loss of suction was caused by user error. This complaint is determined to be 'not reportable' in the USA.